Event description:
During a ptca/stenting treatment procedure involving a calcified lesion in the middle portion of the lad coronary artery, the nc monorail balloon lost pressure at 15 atmospheres on the third inflation during post-dilatation of an unspecified type of stent. The patient was asymptomatic during this event. It is noted that the lesion had been predilated with a maverick monorail balloon catheter. A 6f introducer sheath (type unknown), a sport 185 guidewire, 6f guide catheter (type unknown), and an encore inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'fine'.